Event description:
It was reported that revision surgery was performed due to an adverse reaction to metal debris. The femoral head was implanted on (b)(5) 2004, the acetabular cup was implanted on (b)(5) 2005.